Manufacturer narrative:
(B)(4). Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed. Visual inspection of the drill identified that the drill had fractured into two pieces at the base of the grooved section and the drill head had worn out. Hardness testing confirms the hardness to be within specification. The lot had been in the field for approximately 12 years 5 months. It is unknown how many times it was used during its field life. The block cutter was not returned for review. The cutter had been in the field for approximately 1 year 8 months. It is unknown how many times it was used during its field life. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. It is likely that the seizure was a result of normal wear and tear during the instrument's field life.

Event description:
It is reported that the drill bit became stuck in the first hole, appearing to be too big for the hole, to remove the drill it was required to snap it and hammer it back out.